Manufacturer narrative:
Device 38 of 40. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that the wafer had an off centered starter hole. It was unknown whether the product was used. No photo is available at this time.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: d4: unique identifier (UDI). H6: investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions. H10: investigation summary. Batch record review: lot 9k04679 was manufactured on 10/31/2019, in the convex 1 pc line. Compliance engineer performed a batch record review on 09/08/2020, to verify if all the applicable procedures were followed and no issues were found, all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, under international commodity code (icc) 420319, system application product (sap) material identification (ID) 1703681 and manufacturing order (B)(4). The testing results were found satisfactory and the crew requirements and responsibilities, process parameters, quality and in-process inspections, line operations, process troubleshooting and relevant documents to the process were run according to the process instructions process instruction (pi). The process requirements results were documented in the manufacturing batch record mr21-076. The product was packed and labeled under the packaging and labeling specification 1703681. The batch record review supports that there were no discrepancies related to the issue reported. Photograph, video and/or physical sample evaluation: there are no photographs associated with this case and no unused return sample has been received for this complaint. Conclusion summary of the related event: based on the investigation findings, process observation, tooling analysis and personnel interviews, the investigation concluded that the off center on active life products of convex 1pc is originated due to the following root causes: method: - method for wafer placement onto the cups of the lower level of the rotary table is too general. Due to that a wafer placement variation could be found between the different operators, which can potentially cause a wrong placement of wafers, resulting in a nonconforming product impacted by the off-center defect. - method for pouch placement onto slides plates of the upper level of the rotary table is too general. Due to that a pouch placement variation could be found between the different operators, which can potentially cause a wrong placement of wafers resulting in a nonconforming product impacted by the off-center defect. - not standardized method for the installation of slide plates into the rotary table of convex 1pc. - not standardized method for the installation of cups into the rotary table of convex 1pc. Machine: -worn out guides for slide plates, do not allow guides to properly adjust during the manufacturing process, causing misalignment between pouches and wafers. - incorrect adjustment of cups due to the use of the worn-out screws. - rotation of the glue welding heads causes wafers and pouches decentralization during the assembly process. Opportunity of improvement in the detection method: there is not a visual aid for the off-center defect recognition for active life pouches, in the manufacturing line of convex 1pc. A corrective / preventive actions (CAPA) was opened to address the causes identified. The investigation associated with related event has been approved and is complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 1049092. Manufacturing site: 9618003.